Event description:
Adverse event information: the injector reports to that the patient was injected with revanesse versa+ (with lidocaine) 1.2ml,21e014 on (B)(6) 2022 on the versa, 0.3ml of product was injected. The patient reports to the injector that she has developed bumps on her lips a year later. Prollenium medical technologies inc. Was not able to consult its medical director owing to the lack of information provided. Prollenium medical technologies inc. Was not able to consult its medical director owing to the lack of information provided.